Event description:
The handle of the impactor cracked.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Found during investigation that the complaint was not the same malfunction as previously reported. Depuy considers this investigation closed.